Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a experienced a power on reset message on their handset when checking the implant battery. The patient had previously replaced the wireless recharger. The patient had been recharging the implant weekly and last night had charged it for 45 minutes but did not check the battery level. The agent guided the patient through connecting to the implant, confirming the therapy was off as the battery was below 10%. The patient was informed that therapy would automatically turn off if the battery fell below 10% and was advised to use the micro mystim app to turn on stimulation after recharging. The patient successfully initiated a charging session for the implantable neurostimulator.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.